Event description:
It was reported that the procedure was to treat a moderately calcified, concentric, de novo lesion in the proximal circumflex. Reportedly, during pre-dilatation, the 3.0 x 15mm rx trek was inflated for a balloon angioplasty, during first inflation at 8 atmospheres. During second inflation at 8 atmospheres the balloon ruptured. There was no resistance during advancement or removal of the device. A second non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture could not be confirmed. However, analysis noted a leak from a tear in the inner member which is consistent with the reported information. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar balloon rupture incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.